Manufacturer narrative:
Method: device evaluation anticipated but not yet begun. Conclusion: device evaluation anticipated but not yet begun. The operative report has been requested but not provided. Device was explanted on (B)(6) 2013 and the implant date remains unknown. Therefore, the implant duration and age of device cannot be calculated. Device has been returned for evaluation but is currently en route from europe to (B)(4). Evaluation results will be provided upon completion. An echo video of limited length has been provided but is not of sufficient view or length to support an echocardiographic evaluation. Supplemental will be filed when new information has been received.

Manufacturer narrative:
Customer report of stenosis was confirmed. Heavy calcification was observed in the cusp areas of leaflets 1 and 3, moderate calcification was observed in the cusp area of leaflet 2. The free margin of leaflet 2 exhibited minimal to moderate calcification, free margin of leaflet 3 exhibited moderate to heavy calcification. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 6mm. Host tissue was moderate at the stent outflow. The x-ray demonstrated calcification, no visible damage to wireform. Sewing ring was cut between commissures 1 and 2 and between commissures 1 and 3. These damages are likely due to explant. Method: x-ray. Evaluation indicates this device was explanted due to stenosis caused by heavy calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No patient history has been provided. Device to be dismantled for serial number.

Event description:
Reportedly, a 25 mm model mitral valve was explanted after an implant duration of approximately 3 years due to the patient presented with symptom of stenosis. The patient has also had additional CABG & aortic valve replacement procedures.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No additional information is available through the health care provider.